Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. No errors or discrepancies were found and we can confirm that the labelled power was correct. Additionally, we have not received any other complaints from these batches.

Event description:
Lenstec barbados inc. Received an email notification stating "the postoperative result showed that the refractive outcome did not match the expected lens power".